Manufacturer narrative:
The pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened marksman inner pouch. Visual inspection/damage location details: the pipeline flex pusher was found bent at 110.5cm, 113.7cm, 142.0cm, and 143.7cm from the pusher proximal end. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing intact. The pipeline flex pusher resheathing pad and sleeves were found in good condition. The pusher tip coil was found bent. The pipeline flex braid was not returned with the pusher. The marksman catheter was returned separated into two segments. The separated ends of the catheter segments do not exhibit plastic deformation (jagged edges, stretching). Therefore; it is likely the catheter was intentionally cut. The marksman catheter hub was found in good condition. The marksman catheter body was found kinked at 40.0cm, 46.0cm, 52.5cm, 2029214-2022-00711 60.5cm, and 61.5cm from the proximal end of the catheter hub. In addition, the marksman catheter body was found kinked at 95.3cm and 94.3cm from the catheter distal tip. The marksman catheter distal tip was found in good condition. Testing/analysis: the marksman catheter proximal segment total length was measured to be 62.5cm and the useable length was measured to be 2029214-2022-00711 55.0cm. The catheter distal segment was measured to be 96.5cm. When compared to the product drawing it appears all segments of the marksman catheter were returned. An in-house 0.0265 mandrel was inserted through the marksman catheter proximal and distal segments with resistance at the damaged (kinked) locations. Conclusion: based on the device analysis and reported information, the customer¿s resistance/stuck during delivery report was confirmed. From the damages seen with the pipeline flex pusher (pusher kink/stretched) it appears force may have been used. Based on the investigation conducted resistance can occur during tracking, deployment, and re-sheathing of the device in distal and tortuous anatomies. However; it was reported the patient¿s vessel tortuosity was minimal. It is possible the damage found with the returned marksman catheter (kinking) contributed to the reported resistance. However; the cause for the resistance and catheter kinking could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline could not be pushed out in the marksman catheter and the pipeline delivery system could move relatively in the catheter. The pipeline was not used off-label and was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with the event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm. It was noted the patient's vessel tortuosity was minimal. A dapt (dual antiplatelet treatment) was administered but the pru level was unknown. The post-procedure angiographic result showed blood flow slowed. Additional information was received indicating the cause of the resistance was not determined. It was unconfirmed which sections had resistance in the catheter. There was no damage to the pipeline pushwire or catheter observed.